Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported by the patient that the right ventricular (rv) lead was "fragmented" and "is not pacing all the time." Communication with the clinic indicated that the patient has not been seen by the physician in over a year. The lead remains in use. No patient complications have been reported as a result of this event.